Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reciprocation arm was worn, the motor was corroded and the speed was unstable. The reciprocation arm and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: france.

Event description:
It was reported that outside of surgery, at the reception of the device after lending it to another establishment, the unit did not work, it only works when the customer push the black part. It was confirmed that the unit failed to start. After final investigation, inconsistent speed was confirmed. There was no patient involvement. Due diligence is complete.